Event description:
Company representative reported "paper didn't rip off the bowl and the device was contaminated". This record is for an unknown side. Device was not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermomform.